Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for approximately one week; cause of admission was not known. A blood glucose level was not provided. Reportedly, customer experienced "encephalitis of the brain" and "confusion"; cause was not known. Customer reverted to an alternate method of insulin therapy. Event date is approximate. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.